Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that, "the patient was noted to have a large intramurial fibroid that did obstruct some of the ablation so the entire cavity was not ablated. The patient was also noted to have some other underlying condition and had a separate procedure on previous date for it. She had a coil implanted femoral artery in her leg in that procedure. The patient reported to st. Marys hospital four days later on (B)(6) 2020 and had an emergency hysterectomy and she presented with sepsis. The doctor noted the uterus looked normal and no perforations seen. The pathology report is not yet back. The patient is still in the hospital but is reported to have turned a corner and is doing better." No additional details available.